Event description:
It was reported that a wearable failure occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, it was reported that the patient experienced a wearable failure. At around 230am, the patient began feeling low (no specific physical symptoms were reported), and she went to the gas station to get some candy. Her wearable had failed, and she did not put on a new one or bring a new one with her when going to the gas station. The patient did not use a bg meter as back-up during this time either. She was wearing a tandem insulin pump. A few minutes after purchasing her candy, the patient lost consciousness. She was found in her car in the gas station parking lot and emergency medical services (ems) was called. Once ems arrived, the patient¿s bg meter reading was 41 mg/dl. The patient was treated with IV dextrose and had to be intubated. At an unspecified time later, the patient regained consciousness. The patient was then transported to the emergency room (ER). At the ER, the patient¿s bg meter reading was 72 mg/dl. The patient was treated with additional dextrose and orange juice. The patient was discharged later that afternoon, around 330pm. At discharge, the patient¿s bg meter reading was 176 mg/dl. The patient was in ¿good condition¿ at the time of report. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.